Event description:
The account alleged that the beds wheels will not lock. No patient impact.

Manufacturer narrative:
The technician found the brakes were not fully applied to engage in locking the wheel. The technician in-serviced the nurse on fully stepping down on the brake pedal to engage the brakes to resolve the issue.